Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure, wear abrasion, non penetrating nicks and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound and MRI. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Clarification to a.2. Dob: year of birth was provided as (B)(6). Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound and MRI. Device was explanted and replaced with a non-abbvie device.